Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "I would like to inform you that my patient underwent a new surgery with the doctor responsible for implanting the surgical mesh. However, I do not have the contact details of the surgeon in question, since, as an stoma therapist, I was contacted exclusively to perform the closure of the lesion."

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient was submitted to total cystectomy and prostatectomy on an unknown date and mesh was used. During the procedure, the presence of extremely thin tissue in the abdominal wall was verified, which required the use of a mesh for structural reinforcement. After the repair of an incisional hernia with the mesh, the patient evolved with exudate in the area of the incision, necrosis and crusts adhered to the skin and the underlying cavity, resulting in partial exposure of the mesh. Cleaning of the lesion has been performed regularly with phmb solution, which has allowed the maximum removal of the residues and the control of the risk of contamination, preserving the integrity of the mesh. Treatments to date include: 1. First approach: application of collagenase to promote enzymatic debridement and facilitate the removal of necrotic tissue on the mesh. 2. Second approach: use of rayon gauze soaked in a formulation with essential fatty acid (age), medium chain triglycerides (tcm), vitamins a and e, and copaiba and melaleuca oils, to maintain the environment moist and promote healing. 3. Third consultation: application of low intensity laser (1j) around the lesion, associated with the use of an ointment indicated by another doctor (name of the ointment unknown at the moment). Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e3. Additional information received: as previously mentioned in my earlier email, I do not have the contact details of the referred surgeon, as I was consulted solely as a wound care nurse to manage the wound closure. Unfortunately, this closure did not occur as the patient had to return to (B)(6) to undergo surgery again. Event date: 22-october-2024 product functional family: proceed mesh. Event description: the surgeon contacted us, informing that one of their patients underwent surgery, and the material caused complications. - what was the diagnosis and indication for the initial surgical procedure? Umbilical hernia. - what is the current status of the patient? The patient underwent another surgery to repair the initial procedure, where the tissue was extremely thin and ruptured, leaving the mesh exposed.